Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, there was noise on the can/rv (right ventricular) coil electrogram (egm) that could neither be explained nor resolved. This was despite making various adjustments to the device and turning off all electrical devices near the implant. The device was not used. The same lead was then inserted into another device where there was no issue. No patient complications have been reported as a result of this event.